Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient undergone laparoscopic sigmoidectomy and had an anastomosis at the end of the procedure on colon tissue where the device was used. One day post-operatively, patient¿s hab went from 133 to 120. There was a tissue damaged and bleeding on anastomosis and conservative treatments were done. Additional operation should perform to correct the issue. Patient is alive.